Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance support (tac) via phone, the tac technician advised the customer to power off both the cv-190/video processor and the clv-190/evis exera iii light source, disconnect the maj-1430/videoscope cable, and retry. The customer did not have the monitor hooked up, so at that time he was unable to test the device. Subsequently, the olympus salesperson communicated with the customer's biomed, and while is in his shop with this one tower and only with this one scope available. The sales representative explained to biomed that this problem could be the tower or this one scope only. The biomed was instructed that he would need to get more scopes to troubleshoot to be able to pinpoint the problem. Also, this facility has been using third-party repairs for their olympus endoscopes. The biomed stated that he had already checked the circumference of this endoscope and did not note any damage in that contact area. Three good-faith efforts were made to obtain information for unknown serial numbers, an unknown event found at, and issue a resolution status with no response. The device was not returned to olympus for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was an e315 (incompatible scope) error message when the maj-1430/videoscope cable was connected to the cv-190 evis exera iii video processor while the 190 series evis exera ll colonovideoscope was connected. There were no reports of patient harm.